Manufacturer narrative:
On 12/10/2018, mentor received additional information about the event. It was initially reported that the date of event is 11/14/2018. New information states that the date of event is (B)(6) 2018. The patient visited the doctor on that date because she noticed a contour change in her right breast. Bilateral rupture was later confirmed by both mammogram and ultrasound. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 550cc gel breast prostheses when both devices ruptured after implantation. Bilateral rupture was confirmed by a mammogram. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the 2nd of two breast prostheses.